Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 30, 2019 that a wallflex esophageal fully covered stent was to be used to treat a 4cm benign stricture at the lower esophageal sphincter (les) during an esophageal dilation with stent placement procedure performed on (B)(6) 2019. The patient's anatomy was not tortuous and was not dilated prior to stent placement. Reportedly, the physician wanted to place a stent instead of bringing the patient back every few weeks for dilation. According to the complainant, during the procedure, the stent was deployed normally at the correct anatomy location; however, that the stent "jumped up" into the upper esophageal sphincter (ues) after it was deployed. The stent was removed with a rat tooth forceps. Reportedly, the physician completed the procedure by using a dilation balloon catheter to dilate the stricture without placing another stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.